Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving morphine [8 mg/ml] at a rate of 2.6994 mg/day via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that there was an empty pump and the patient was starting to experience withdrawal symptoms a few days after their pump started alarming. The patient missed their refill as the clinic had neglected to set up an appointment for refill for the patient so they missed the refill date. The patient's pump is really difficult to access and it has been this way since the patient was implanted. The pump was implanted a little deep and it might slightly be at an angle. They try to use the template to find the refill port but always ends up having to poke the patient about 40 times before she can find the refill port.